Event description:
It was reported that the patient presented to the emergency room, at which time long pauses were noted. Some noise was reproduced and pacing was being inhibited. A slight increased in high voltage impedance was also noted. The physician reprogrammed the device to voo mode and later that night, the device paced on a pvc (premature ventricular contraction) and induced vt (ventricular tachycardia). The patient was not injured. A lead extraction procedure was to be scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.